Manufacturer narrative:
H3: product analysis verified not working properly. Console not connecting to pi. Failure of power management board, ssd board and pi dock pcb. Product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis found no fault with the device. Product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). H3: analysis found afe board failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one of the nim pi boxes "does not connect to the system". The battery level shows halfway when docked. He reported that the "system does not detect" the pi box wired and wireless connection. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: annex codes b01, c19 and d16 are applicable to this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.